Event description:
The dentist reported that an implant order was made on (B)(6) 2016 for a surgery that was programed on (B)(6) 2016. Implant in tooth location 30 was placed (xifnt513), then the dentist drilled the hole in tooth location 14 and when they opened the implant box, there was no implant, no stickers and blister was unsealed (xifnt511). The dentist did not have another implant so he proceeded to close the hole until the product arrives.

Manufacturer narrative:
Complaint returned product has been visually inspected and indicate that the box, outer tray, and inner tray were previously opened. Although referenced within the complaint description the implant blister has not been provided for review. Glue residue was evident on the perimeter of the implant inner carton. The outer label of the carton appeared wrinkled giving indication that the unit has been previously handled. The complaint cannot be verified. The device history record review for the implant lot was performed and did not identify any manufacturing deviations that would contribute to this event. A definitive root cause has not been determined. (B)(4).